Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site. Review of the imagery revealed calcifications at the lateral and medial cusps. The valve was well-expanded at the inflow and outflow, but is under-expanded at the mid valve. The valve was in good position. In this case, the complaint for calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to new information received. Sections b5, g6, and h2 were updated.

Event description:
A valve in valve was performed with a 23 mm sapien 3 ultra resilia after ballooning with a 23mm true balloon. The s3ur valve was successfully implanted, and the patient tolerated the procedure well.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, 4 years 8 months after a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient is being worked up due to elevated gradients. The patient was placed on eliquis. The patient was in stable condition. Per review of provided imagery, calcifications were observed at the lateral and medial cusps. The valve was well-expanded at the inflow and outflow, but was under-expanded at the mid valve measuring 21.3mm (0.5mm added for outer diameter). The valve was in a good position at about 80:20 aortic/ventricular.